Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-apr-2010, UDI#: (B)(4), implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ¿wire was broken¿ with their prior device. The device had to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient since (B)(6) 2014 and they were no longer a patient at their clinic. There were no further complications reported or anticipated.